Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator had a revision surgery due to high impedance. Initially, the patient was at the MRI facility and had a red light on their remote control. The patient did not proceed with the MRI. The light was solid red on the patient's remote. It was discovered the patient had high (open) impedances on electrodes 0 and 3. The clinical specialist performed troubleshooting by attempting to reprogram. When activating contacts 1 and 2, it resulted in inappropriate sensory response in the patient's leg. The clinical specialist had the patient leave the device off and alerted the physician. The device was removed and replaced. There were no further patient complications reported.

Event description:
It was reported the patient with this neurostimulator had a revision surgery due to high impedance. Initially, the patient was at the MRI facility and had a red light on their remote control. The patient did not proceed with the MRI. The light was solid red on the patient's remote. It was discovered the patient had high (open) impedances on electrodes 0 and 3. The clinical specialist performed troubleshooting by attempting to reprogram. When activating contacts 1 and 2, it resulted in inappropriate sensory response in the patient's leg. The clinical specialist had the patient leave the device off and alerted the physician. The device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1w121181, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance high and error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Correction: block h6: updated code.